Event description:
User facility reported the following incident: no problems were noticed with insertion technique which was verified with CT. The oxygen portion of the catheter provided reading of approx 72 mm hg with a fluctuation of only about 4 mmhg. According to the surgeon, the CT scan looked ok and the tissue was viable. These values did not move for 4 days until the return from the third trip of CT scan at day 5 from the insertion of the catheter. The licox value changed to 24 and fluctuated some. The temperature part of the catheter seemed to work appropriately and the 110-4l catheter for icp worked in the second lumen of the bolt. User facility wanted to know why the temperatuee part of the catheter worked while the brain oxygen did not. There was no pt injury reported.